Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that the device displayed a blockage full alarm non stop and even after a fourth canister change. Several troubleshooting steps were performed and the issue was solved. The customer was explained that because the alarm was resolved with troubleshooting there was a blockage somewhere in the soft port and that needs to be replaced as needed. No further information is available.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. An obstruction of flow would not be likely to cause or contribute to death or serious injury, even in a clinical setting. Additional conditions must also exist (e.g., surgical/ treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours; surgical delay greater than 30 minutes) before an injury could occur, and even under those conditions, the risk of patient harm is low. This event did not lead to a death or serious injury, nor would it be likely to cause or contribute to a death or serious injury if it were to recur. This event is considered not reportable pursuant to 21 cfr 803.

Manufacturer narrative:
The device, was used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be a component failure or an obstruction. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.